Manufacturer narrative:
UDI: (B)(4). Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from russia that during service and evaluation, it was observed that the motor seized, jammed and moved heavy. It was further determined that the device failed the following pre-tests: check function and direction of rotation, check function with test hand switch and check function with foot pedal. It was noted in the service order that the device did not switch on before use on a patient. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.